Event description:
It was reported that the ventilator generated technical error that indicate ventilation disabled during system start up. There was no patient involvement. Manufacturer's reference #: (B)(4).

Manufacturer narrative:
The investigation of the reported failure in this complaint has been completed. Our field service engineer (fse) conducted an on-site inspection and confirmed the issue. The fse advised the customer to replace the control circuit board, however, the customer declined the quotation for replacement and reparation. The system remains out of service, therefore, the necessary repairs were not carried out. Our conclusion, based on the fse investigation and an evaluation that control pcb required replacement. However, as no service intervention was performed, the root cause could not be definitively determined.